Event description:
It was reported that the user experienced a continuous glucose monitor pairing issue when attempting to connect a new freestyle libre 3 plus sensor to the ilet pump, with the pump remaining in pairing mode until guidance was provided to toggle cgm settings and re-scan, after which the pump paired successfully and entered the warmup period. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included technical troubleshooting with user guidance. Investigation of this case revealed that the device functioned as designed after correct configuration and pairing steps were completed. It was concluded that the event was resolved through user education and successful pairing, with no device malfunction identified.